Event description:
The customer contact reported a nondelivery. The pump was returned to the biomedical department with an unsigned note that stated "would not pump. Replaced with a different pump. "No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. On 03/28/06 during testing at the user facility, a nondelivery was noted. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.